Manufacturer narrative:
Additional, changed, and/or corrected data: g.3.

Event description:
Patient reported right side rupture. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
Patient reported right side rupture. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
Patient reported right side rupture. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: underweight, broken shell and brown particles. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior, wear abrasion, creases fold and missing shell. Based on the device analysis the final assessment is: - a broken crease sharp on anterior assessed as fold flaw opening - missing shell assessed as inconclusive the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.